Manufacturer narrative:
Initial reporter addr 1 : (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump module had a free flow event. A primary bag of 500ml of normal saline and a 100ml secondary bag of zosyn infused into a patient. There was patient involvement but no patient harm.

Event description:
It was reported the pump module had a free flow event. A primary bag of 500ml of normal saline and a 100ml secondary bag of zosyn infused into a patient. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.